Event description:
Patient with bilateral subglandular silicone implants that were placed in (B) (6). She has had significant capsular contracture and presented to us last month with concern for a right-sided breast implant rupture. She has baker grade 3 capsular contracture on the right and grade 2 capsular contracture on the left. She has a double bubble deformity bilaterally.